Event description:
The index procedure was prompted by stable angina and positive functional study. Two resolute onyx drug eluting stent were implanted in the lcx during index procedure. During the procedure, the obtuse marginal vessel was occluded - r/t shifting plaque which caused myocardial infarction. Investigator assessed that the occlusion and mi are unlikely related to the device. Event was resolved same day.

Manufacturer narrative:
Investigator assessed that the plaque shift event was not related to the antiplatelet medication. The event was resolved one day later. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously reported plaque shift was caused by another implanted resolute onyx stent. If information is provided in the future, a supplemental report will be issued.